Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned device shows the device was received deployed. The anchor and plug are not available. No manufacturing discrepancies observed. The device is intended for single use and functional test is not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found: - do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. - do not use the inserter to probe the tissue or bone as damage may occur to the implant or instrument resulting in potential patient injury. - use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Incomplete insertion or poor bone quality may result in implant pullout. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rotator cuff repair surgery, the surgeon was using two speedscrew 5.5mm implants for his lateral row. The first was implanted without any issues; however, the surgeon punched the hole for the second anchor, inserted the anchor using the correct technique and it failed to deployed making it unable to be used. The anchor was removed with arthroscopic grasper and another implant was inserted in the same pilot hole and it worked without any issues. A backup device was available to complete the procedure and no delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.